Manufacturer narrative:
(B)(4) per the immediate investigation it was determined to be operator error and not product error. The veteran was already in hospice and there is not confirmation the fall was the cause of death.

Event description:
Provider stated when a patient was being transported in lift the operator did something that caused the veteran to fall to the floor on his head, he passed away the next day.